Event description:
It was reported by the rep that the device was used during a low anterior resection.it was reported two devices were being used. The first worked perfectly and the second did not have staples form in the tissue of the rectum/bowl. The technique is unk for how the case was finished. There was no consequence to the pt.